Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. Device evaluation: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
External ref # (B)(4). It was reported that the pmcf-bdeclipse-2024 leaked. The following information was provided by the initial reporter: it was reported that clinician/pharmacist encountered leakage, needle stick injury after the safety mechanism was activated, and with the bd eclipse¿ needle. Verbatim: clinician experienced: -leakage. -needle stick injury after the safety mechanism was activated -problem with drawing. Please see attached excel sheet for additional information.